Event description:
Information received indicates the head hi/low function moved unintentionally. When any up function is used, the head hi/low will rise.

Manufacturer narrative:
The technician found the head hi/low valve was stuck open. The technician replaced the valve to repair the bed.